Manufacturer narrative:
(B)(4). Investigation results: a wallflex duodenal stent was received for analysis. A visual examination of the returned device noted that the device was received with the stent partially deployed by 55mm. It was possible to reconstrain the stent during the product analysis. The catheter was kinked 70mm distal to the distal handle. The outer sheath was stretched and accordioned at the center of the shaft. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted malfunctions indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex ¿ duodenal stent was used to treat a malignant stricture in the duodenum due to pancreatic cancer during a duodenal stent placement procedure performed on (B)(6) 2015. According to the complainant, the device was inserted and passed over a guidewire through an endoscope. The physician began deploying the wallflex ¿ duodenal stent but then reconstrained the stent in order to reposition it. The physician began deploying the wallflex ¿ duodenal stent a second time and attempted to reconstrain the stent again. The outer sheath became stretched and the physician was unable to reconstrain the stent. The wallflex ¿ duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex ¿ duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex ¿ duodenal stent was used to treat a malignant stricture in the duodenum due to pancreatic cancer during a duodenal stent placement procedure performed on (B)(6) 2015. According to the complainant, the device was inserted and passed over a guidewire through an endoscope. The physician began deploying the wallflex ¿ duodenal stent but then reconstrained the stent in order to reposition it. The physician began deploying the wallflex ¿ duodenal stent a second time and attempted to reconstrain the stent again. The outer sheath became stretched and the physician was unable to reconstrain the stent. The wallflex ¿ duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex ¿ duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex ¿ duodenal stent was used to treat a malignant stricture in the duodenum due to pancreatic cancer during a duodenal stent placement procedure performed on (B)(6) 2015. According to the complainant, the device was inserted and passed over a guidewire through an endoscope. The physician began deploying the wallflex ¿ duodenal stent but then reconstrained the stent in order to reposition it. The physician began deploying the wallflex ¿ duodenal stent a second time and attempted to reconstrain the stent again. The outer sheath became stretched and the physician was unable to reconstrain the stent. The wallflex ¿ duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex ¿ duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.